Event description:
A report was received that the patient was experiencing pain at the lead anchor site. The patient underwent a revision procedure wherein the click anchors were buried deeper. No device malfunction was suspected. The patient was doing well postoperatively.